Manufacturer narrative:
(B)(6). PMA/510k # exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that before an unknown procedure, a ncircle delta wire tipless stone extractor was removed from the packaging and found to be broken. The device was not tested after the damage was found. Another device was used to complete the procedure. It was reported that the patient did not experience any adverse effects due to this occurrence and that they were in "good condition".

Manufacturer narrative:
Event description: it was reported, a ncircle delta wire tipless stone extractor was found to have a broken basket before use during an unspecified procedure. The procedure was completed using a new device. The patient reportedly experienced no harm as a result of the issue. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One ncircle delta wire tipless stone extractor was returned for investigation. The device was returned with the handle and the basket formation in the closed position. The mlla (male luer lock adapter) was loose, but the collet knob was tight and secure. The polyethylene terephthalate tubing [pett] measured 3.0 cm in length. There were no kinks in the basket sheath. One of the basket wires was broken, and the device appeared to have been used as there was blood on it. Function test determines the handle does not actuate the basket formation. The handle was disassembled for investigation. The basket could not be manually actuated. During investigation, the cannulated handle was bent while trying to manually actuate the basket formation. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur a review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have one of the basket wires broken at the tip. The wire was broken at the small loop that forms the tip of the basket. Bio residue was observed on the device, indicating the device may have been used, but the provided information stated the broken basket was discovered before use. The cause for the broken basket wire could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.